Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 24 hours post-operative of a laparoscopic roux-en-y gastric bypass, there was bleeding in the staple line. Medication was given to the patient and endoscopy was attempted, however, it was stated that there were too many clots in the jejunum to see. It was stated that the patient's hospitalization was extended for 5 days.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 24 hours post-operative of a laparoscopic roux-en-y gastric bypass, there was bleeding in the staple line. Medical intervention was done to resolve the issue. It was stated that the patient hospitalization was extended.